Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was defective power switch. The reported problem was confirmed. The device was operational after replacement of power switch was completed. The device successfully passed all required testing. The device remains at the customer site and no further action is required at this time.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was communicated to philips that dfm100 therapy knob was misaligned during the installation for the end user. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.